Event description:
Revision surgery- primary knee had tissue impingement, lateral side of tibial insert. Poly was swapped +1 size and surgery was completed.

Manufacturer narrative:
Lot number and catalog number submitted were for the revision surgery, not the original surgery. Encore has requested the info for the original implants. As soon as this info is received a follow-up report will be submitted.